Event description:
During the procedure, the palmaz genesis balloon ruptured during inflation. The target lesion was located in the left renal artery. The lesion was described as 90% stenosed with heavy calcification. The reference vessel was moderately tortuous. The approach was made from the left brachial artery with a 6fr mpa guiding catheter. The palmaz genesis stent was delivered to the target lesion for direct stenting; however, the balloon ruptured during inflation with an unknown indeflator. The device was exchanged to an unknown product and the procedure was successfully completed without any other issues. There was no adverse event and the patient was in stable condition. The product will not be returned for analysis. There was no damage noted with the packaging or device prior to use. The device prepped normally. The balloon re-wrapped properly. The balloon was removed intact (in one piece) from the patient.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. During a direct stenting procedure to the left renal artery, the balloon was reported to have ruptured at unknown atmospheres. The vessel was described as heavily calcified and moderately tortuous with a 90% stenosis. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068925 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15068925. Cath. Assy amiia subassembly lot 15063662 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloon aviator subassembly lot 15058475 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.